Manufacturer narrative:
Analysis of the 9733858 found insufficient information. Analysis of the 9733763 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that the navigation was inaccurate. Representative stated that site registered the patient using an exam without protocol. After that, the inaccuracy was checked, and site agreed to use the system. The inaccuracy appeared after the site went to sterile. Radiologic technologist (rt) from the site suspects the reference frame was moved. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.